Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer was advised every time she enters carbs into the pump, it will give insulin. The customer was advised that if she is low, she does not need to enter her carbs. The customer was advised that if her blood glucose is within her range, she should bolus for carbs. The customer stated that she has been diabetic for many years and just needs the insulin to stop. The customer already suspended the pump.